Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system was explanted due to infection on (B)(6) 2015. Additional information was received indicating that the patient died during the lead extraction as the competitor laser sheath perforated the patient's superior vena cava (svc). Boston scientific received information from the local representative that the physician had attempted laser extraction of both leads but believes the perforation occurred during laser extraction of the right atrial (ra) lead. According to the local representative, urgent intervention was initiated including echocardiogram, pericardial window followed by full sternotomy. Because the patient's medical history was significant for pacemaker dependency, a model#4136 lead was inserted and attached to an external pacemaker prior to the extraction procedure.